Manufacturer narrative:
It was noted that the device is not available for evaluation. As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
It was reported that the patient's left uni knee was revised. As reported by rep: "tibial component was revised and replaced with a bigger sized tibial tray and upsized poly as well." A size 3 rm/ll baseplate and 3x8 insert were revised to a size 4 rm/ll baseplate and 4x9 insert. Update: "reason for revision: aseptic loosening on tibial component."

Manufacturer narrative:
Reported event: an event regarding baseplate loosening involving an unknown mako insert was reported. Conclusion: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. Loosening refers to loss of fixation between bone and implant/bone cement or failure to fixate. The insert has no direct contact with the patients bone. The insert is an integral part of the tibial component construct and has to be revised as the baseplate it was locked into was explanted. A full investigation is completed on the mako baseplate on another pr. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. H3 other text : device not returned.

Event description:
It was reported that the patient's left uni knee was revised. As reported by rep: "tibial component was revised and replaced with a bigger sized tibial tray and upsized poly as well." A size 3 rm/ll baseplate and 3x8 insert were revised to a size 4 rm/ll baseplate and 4x9 insert. Update: "reason for revision: aseptic loosening on tibial component."